Manufacturer narrative:
Unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a startup last error code 1720. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 6/5/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a defective back up capacitor that was causing the issue. The device was displaying error code 1720 on power up. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the back up capacitor, and the pump passed all functional tests and performed as intended after repair.